Manufacturer narrative:
H6: investigation summary four photos were provided to our quality team for investigation. Upon examination of the returned photos, it was observed that there was a small damage at the tip of the syringe and also observed that a very small crack on the syringe¿s barrel near the zero line. Potential root cause for the cracked barrel defect causing leakage is associated with the assembly process. These defects are occurring below an expected rate so no corrective actions will be made at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ tip syringe leaked during the injection. This occurred once each in lots 1351676 and 1323408. The following information was provided by the initial reporter: "the pharmacist reported that the product leaked on the table during the attempted injection... Where was incident detected: market user manufacturing inspection when did event occur? Before use... Was someone (patient, health care worker, etc.) Affected/harmed? No indicate the impact/harm: none"

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1351676. D.4. Medical device expiration date: 30-nov-2026. H.4. Device manufacture date: 04-jan-2022. D.4. Medical device lot #: 1323408. D.4. Medical device expiration date: 31-oct-2026. H.4. Device manufacture date: 17-dec-2021. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe leaked during the injection. This occurred once each in lots 1351676 and 1323408. The following information was provided by the initial reporter: "the pharmacist reported that the product leaked on the table during the attempted injection. Where was incident detected: market user manufacturing inspection. When did event occur? Before use. Was someone (patient, health care worker, etc.) Affected/harmed? No indicate the impact/harm: none.